Manufacturer narrative:
A ge service representative performed an over the phone investigation. A foot switch as identified as the cause of the event and ordered for replacement. This malfunction may have resulted in a possible accidental radiation occurrence. A supplemental report will be filed at the conclusion of the investigation.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event resulted may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.